Manufacturer narrative:
Describe event or problem; correct data; initial and follow up report inadvertently omitted information known prior to submission method codes ; corrected data ; initial and follow up report inadvertently omitted information known prior to submission.

Event description:
A review of the device history records for each product involved (m1000 sn (B)(4) generator, m1000 sn (B)(4) generator, m302-20 sn (B)(4) lead, and m105 sn (B)(4) generator) shows that no unresolved non-conformances were found. Each device met all specifications for release prior to distribution. No additional or relevant information has been received to date.

Event description:
The unused m1000 generator was returned. An analysis was performed on the device, and results of diagnostic testing indicated the device was operating properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. No additional or relevant information has been received to date.

Event description:
It was reported that the patient underwent a generator replacement surgery. During surgery, the patient¿s m105 was replaced with an m1000 after which system diagnostics results in high impedance. The surgeon reinserted the lead pin which did not resolve the high impedance. Another m1000 generator was then attached to the lead but high impedance was again seen. The patient¿s previous m105 was attached to the lead and impedance was reportedly within normal limits with this device. The surgeon chose to implant one of the m1000 devices and close the patient. The patient underwent a subsequent lead replacement surgery, and during the surgery the surgeon had reinserted the pin several times, visually confirmed it was inserted, and had given it a pull after tightening the screw to make sure it was secured. The high impedance continued and at that point the lead was removed by being cut into several pieces and subsequently discarded. After replacement lead impedance was within normal limits. The explanted m105 and unused m1000 generator are being returned by the facility, but have not been received by the manufacturer. No additional or relevant information has been received to date.